Event description:
It was reported by the rep that the device was used during a colon resection. It was reported according to the surgeon the stapler only fired half of the staple line. Upon opening the staple and observing the tissue, the staples were present only on half of the intended staple line. Those staples were hemostatic. A second tx60b was employed and fired without incident. There was no consequence to the patient.